Event description:
Customer reports five incidents of blood leaks occurring in 2001 at the onset of pt treatments. Dialyzer use numbers ranged from use number 29 to 42. All the leaks were noted by blood leak alarms and confirmed with hemastix. Treatments were continued with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions were reported.